Event description:
It was reported that during preparation for a lithotripsy procedure, when the fiber was inspected, the aperture mirror was found to be broken. The fiber had been used four times prior to this procedure. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was in degraded, and connector had burn marks on the connector face. During functional testing of the subminiature version a (sma) connector a weak light was passing through the connector. During functional testing the console displayed "treatments used 0. Treatments left 10". The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The internal connector fracture was likely what the customer observed. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during preparation for a lithotripsy procedure, when the fiber was inspected, the aperture mirror was found to be broken. The fiber had been used four times prior to this procedure. The procedure was completed with another fiber. There were no patient complications reported.